Event description:
The customer reported that the sys failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard disk drive was evaluated and replaced. The sys software and calibrations were also reloaded during the svc event to version 10. The system was tested and found to be working as intended and returned to svc.